Event description:
It was reported that the ilet screen appeared very dark and hard to navigate, as corroborated by a user-provided video, consistent with a display that was difficult to read and associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and clinical support. Investigation of this case revealed an ambient light problem was identified and the issue aligned with a difficult-to-read display involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.